Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar herniation (l5/s), procedure: micro endoscopic descentomy (med), levels implanted: l5/s it was reported that, intra-op, the surgeon was trying to connect a flexible arm with a med tubular retractor but a screw of tip of the assembly was too hard to turn. The surgeon turned the screw using pliers because it could not be turned by his hand at all. But the tubular retractor could not be attached to the assembly. As a result, the surgery had to be changed to open surgery. The product came in contact with the patient. No fragment of the product remained in the patient. The screw of the flexible arm was unable to be fully tightened so could not hold the tubular retractor. The part became loose because the screw was tightened by pliers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.